Event description:
During an esophagogastroduodenoscopy (egd), the physician used a cook hemospray endoscopic hemostat. It was reported that they were spraying the powder is a retroflexed position. Per the initial reporter, "the scope got stuck in the patient's esophagus. Had to re-irrigate the powder with saline and take an sp scope and go alongside the upper scope and take a guide wire inside sp scope to create a micro-puncture through the powder. This is where irrigation was performed to slip the scope into the patient's stomach. The procedure was completed successfully, however it took over an hour to remove the scope. In that light, the patient was very sick and had to go to the ICU." A section of the device did not remain inside the patient¿s body. The patient went to the ICU.

Manufacturer narrative:
Continued: section g: 510k: k200972 investigation evaluation: the product said to be involved was returned in an open tray from the lot number provided in the report. The label matches the product returned. Our evaluation of the product said to be involved confirmed it has been used. As the reported issue does not involve a device failure, but an interaction between the endoscope and the application of the powder, we cannot complete a full evaluation of the occurrence. Without substantial evidence to contradict the complaint, it is considered confirmed based solely on statements describing the event. All components were not included in the return (only 1 catheter was returned). The returned catheter did not show signs of use. The device was returned with the on/off switch in the "off" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. No powder was noted on the outside of the device. Upon visual inspection of the powder chamber a majority of the powder appears to have been discharged with a small amount of powder located below the base plate. The co2 cartridge discharged upon deactivation. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a corrective action (CAPA) has been initiated to further investigate powder adherence to the distal end of the scope. This device is within the scope of the CAPA. In addition, this device is currently within the scope of a field action (res #92345) related to the risks of the endoscope becoming adhered to tissue. This customer was informed and acknowledged these risks as part of the field action. In the instructions for use (IFU), the intended use of the device is stated to be "used for hemostasis of nonvariceal gastrointestinal bleeding." The description of the event indicates that the device was used to treat variceal bleeds. Scope adherence to tissue is a known issue when spraying hemospray in the retroflexed position. The IFU states: "when spraying in retroflexed position, hemospray powder may adhere to the outside of the endoscope. This may result in difficulty repositioning/removing the endoscope, particularly if passing through a strictured area." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. A corrective action has been initiated in an effort to reduce occurrences of this nature. This product is included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available